Event description:
It was reported, the patient experienced shocking from the system following a fall. The patient was also experiencing auto-reduction on all programs. The sjm representative met with the patient and found an invalid contact. X-rays revealed no anomalies. The sjm representative was able to reprogram successfully. Follow-up determined the physician replaced the lead. Post-operative programming provided effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.